Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1258 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain leading to gastrointestinal examinations"), asthenia ("asthenia"), hypovitaminosis ("vitamin and magnesium deficiency"), magnesium deficiency ("vitamin and magnesium deficiency"), iron deficiency anaemia ("anaemia"), cardiac disorder ("cardiac problem"), hypertension ("hypertension"), headache ("headaches"), arthropathy ("muscle and joint problems"), muscle disorder ("muscle and joint problems"), rhinitis allergic ("chronic allergic rhinitis"), tooth disorder ("dental problem"), depression ("depression") and irritability ("irritability") and was found to have uterine leiomyoma ("uterine fibroids"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, adenomyosis, uterine leiomyoma, ovarian cyst, menometrorrhagia, abdominal pain, asthenia, hypovitaminosis, magnesium deficiency, iron deficiency anaemia, cardiac disorder, hypertension, headache, arthropathy, muscle disorder, rhinitis allergic, tooth disorder, depression or irritability. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] acute inflammation in the pelvic area, particularly in the fallopian tubes [pelvic inflammation] acute inflammation in the pelvic area, particularly in the fallopian tubes [salpingitis] adenomyosis [adenomyosis] uterine fibroids [uterine fibroids] ovarian cyst [ovarian cyst] menometrorrhagia [menometrorrhagia] abdominal pain leading to gastrointestinal examinations [abdominal pain] asthenia [asthenia] vitamin and magnesium deficiency [vitamin deficiency] vitamin and magnesium deficiency [magnesium deficiency] anaemia [iron deficiency anaemia] cardiac problem [heart disorder] hypertension [hypertension] headaches [headache] muscle and joint problems [joint disorder] muscle and joint problems [muscle disorder] chronic allergic rhinitis [allergic rhinitis] dental problem [tooth disorder] depression [depression] irritability [irritability] haemorrhagic periods [heavy periods] bleeding between menstrual periods [bleeding intermenstrual] tingling of extremities [paresthesia of limbs] muscle pain [muscle pain] fatigue [fatigue] joint inflammation [joint inflammation] ovarian cancer [ovarian cancer]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 06-jan-2023. The most recent information was received on 29-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("acute inflammation in the pelvic area, particularly in the fallopian tubes") and salpingitis ("acute inflammation in the pelvic area, particularly in the fallopian tubes") in a 44-year-old female patient who had essure inserted (lot no. D30808). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2019, 1258 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain leading to gastrointestinal examinations"), asthenia ("asthenia"), hypovitaminosis ("vitamin and magnesium deficiency"), magnesium deficiency ("vitamin and magnesium deficiency"), iron deficiency anaemia ("anaemia"), cardiac disorder ("cardiac problem"), hypertension ("hypertension"), headache ("headaches"), arthropathy ("muscle and joint problems"), muscle disorder ("muscle and joint problems"), rhinitis allergic ("chronic allergic rhinitis"), tooth disorder ("dental problem"), depression ("depression") and irritability ("irritability") and was found to have uterine leiomyoma ("uterine fibroids"). On unknown date she experienced pelvic inflammatory disease (seriousness criterion medically important), salpingitis (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), intermenstrual bleeding ("bleeding between menstrual periods"), paraesthesia ("tingling of extremities"), myalgia ("muscle pain"), fatigue ("fatigue") and arthritis ("joint inflammation") and was found to have ovarian cancer ("ovarian cancer"). The patient was treated with surgery (hysterectomy salpingectomy). Essure was removed on (B)(6)2024. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, adenomyosis, uterine leiomyoma, ovarian cyst, menometrorrhagia, abdominal pain, asthenia, hypovitaminosis, magnesium deficiency, iron deficiency anaemia, cardiac disorder, hypertension, headache, arthropathy, muscle disorder, rhinitis allergic, tooth disorder, depression, irritability, heavy menstrual bleeding, intermenstrual bleeding, paraesthesia, myalgia, fatigue, arthritis, pelvic inflammatory disease, salpingitis or ovarian cancer. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: new events hemorrhagic periods, bleeding between menstrual periods, tingling of extremities, muscle pain, fatigue, joint inflammation, acute inflammation in the pelvic area, inflammation in fallopian tube, ovarian cancer were added. Lot number is added. Essure removal surgery & date added. Action taken with drug added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] acute inflammation in the pelvic area, particularly in the fallopian tubes [pelvic inflammation] acute inflammation in the pelvic area, particularly in the fallopian tubes [salpingitis] adenomyosis [adenomyosis] uterine fibroids [uterine fibroids] ovarian cyst [ovarian cyst] menometrorrhagia [menometrorrhagia] abdominal pain leading to gastrointestinal examinations [abdominal pain] asthenia [asthenia] vitamin and magnesium deficiency [vitamin deficiency] vitamin and magnesium deficiency [magnesium deficiency] anaemia [iron deficiency anaemia] cardiac problem [heart disorder] hypertension [hypertension] headaches [headache] muscle and joint problems [joint disorder] muscle and joint problems [muscle disorder] chronic allergic rhinitis [allergic rhinitis] dental problem [tooth disorder] depression [depression] irritability [irritability] haemorrhagic periods [heavy periods] bleeding between menstrual periods [bleeding intermenstrual] tingling of extremities [paresthesia of limbs] muscle pain [muscle pain] fatigue [fatigue] joint inflammation [joint inflammation] ovarian cancer [ovarian cancer]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 06-jan-2023. The most recent information was received on 24-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("acute inflammation in the pelvic area, particularly in the fallopian tubes") and salpingitis ("acute inflammation in the pelvic area, particularly in the fallopian tubes") in a 44-year-old female patient who had essure inserted (lot no. D30808). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2019, 1258 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain leading to gastrointestinal examinations"), asthenia ("asthenia"), hypovitaminosis ("vitamin and magnesium deficiency"), magnesium deficiency ("vitamin and magnesium deficiency"), iron deficiency anaemia ("anaemia"), cardiac disorder ("cardiac problem"), hypertension ("hypertension"), headache ("headaches"), arthropathy ("muscle and joint problems"), muscle disorder ("muscle and joint problems"), rhinitis allergic ("chronic allergic rhinitis"), tooth disorder ("dental problem"), depression ("depression") and irritability ("irritability") and was found to have uterine leiomyoma ("uterine fibroids"). Essure was removed on (B)(6)2024. On unknown date she experienced pelvic inflammatory disease (seriousness criterion medically important), salpingitis (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), intermenstrual bleeding ("bleeding between menstrual periods"), paraesthesia ("tingling of extremities"), myalgia ("muscle pain"), fatigue ("fatigue") and arthritis ("joint inflammation") and was found to have ovarian cancer ("ovarian cancer"). The patient was treated with surgery (hysterectomy salpingectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, adenomyosis, uterine leiomyoma, ovarian cyst, menometrorrhagia, abdominal pain, asthenia, hypovitaminosis, magnesium deficiency, iron deficiency anaemia, cardiac disorder, hypertension, headache, arthropathy, muscle disorder, rhinitis allergic, tooth disorder, depression, irritability, heavy menstrual bleeding, intermenstrual bleeding, paraesthesia, myalgia, fatigue, arthritis, pelvic inflammatory disease, salpingitis or ovarian cancer. Batch number: d30808, expiration date: 2017-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1258 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), menometrorrhagia ("menometrorrhagia"), abdominal pain ("abdominal pain leading to gastrointestinal examinations"), asthenia ("asthenia"), hypovitaminosis ("vitamin and magnesium deficiency"), magnesium deficiency ("vitamin and magnesium deficiency"), iron deficiency anaemia ("anaemia"), cardiac disorder ("cardiac problem"), hypertension ("hypertension"), headache ("headaches"), arthropathy ("muscle and joint problems"), muscle disorder ("muscle and joint problems"), rhinitis allergic ("chronic allergic rhinitis"), tooth disorder ("dental problem"), depression ("depression") and irritability ("irritability") and was found to have uterine leiomyoma ("uterine fibroids"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, adenomyosis, uterine leiomyoma, ovarian cyst, menometrorrhagia, abdominal pain, asthenia, hypovitaminosis, magnesium deficiency, iron deficiency anaemia, cardiac disorder, hypertension, headache, arthropathy, muscle disorder, rhinitis allergic, tooth disorder, depression or irritability. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.